Event description:
The patient reported that their blood glucose was 500mg/dl with nausea. The patient reports that she changed her site, took a bolus and rechecked her blood glucose in 1 hour with no change. The patient rechecked again in 1 hour and her blood glucose did not come down, so she began on injections. The patient's blood glucose the next morning was 49mg/dl, she treated and it resolved to 136mg/dl.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 09/21/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.